Manufacturer narrative:
Explant about 2 years and 2 months post procedure due to severe aortic regurgitation and thrombus was reported. The valve was returned to abbott for investigation. A tear was noted with cusp 1. Thrombus on the outflow surface of all cusps was noted. Fibrous pannus ingrowth was noted on the inflow surfaces of cusp 1 and 3. There was a fold in the free edge of the cusp, which was tethered by the tan material, creating incomplete coaptation with a 3 mm central gap. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported aortic valve regurgitation is likely related to pannus and thrombus formation, and the perforation observed on cusp 1. However, the cause of the pannus and thrombus formation, and cusp perforation could not be conclusively determined. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient was admitted and the valve was explanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code: medical device problem code:.

Event description:
N/a.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 21mm epic supra valve was implanted in the patient. On (B)(6) 2025, a severe aortic regurgitation was noted. The valve was got explanted and a new 21mm non-abbott valve was implanted. The explanted valve was thrombotic. The patient was reported stable.